Event description:
It was reported that the foley catheter balloon did not deflate and needed to be removed by urology. Per follow information received on 05feb2026, they were unable to provide the serial number as the foley device was not sequestered. The foley catheter needed to be removed by urology. Urology came to the unit to remove the foley with difficulty. Balloon was reinflated and deflated twice before it was arcced up to the provider team who then consulted urology as attempting to pull the foley out was causing the patient discomfort/pain. Hen urology pulled out the foley, the nurse witnessed the foley tip and the tip had pulled inward, causing a donut shaped ring to form where the balloon was. There was no liquid in this ring. This ring was what made the foley removal difficult. There were additional two more instances of foley concerns back in mid-december where the reported nurses went to insert the foley, tested the balloon and balloon did not deflate. They obtained a second kit, and the second kit did the same. They tried a third kit and the third kit worked so the third kit was used. I also do not have those foleys or item numbers sequestered. Another unit had experienced a foley leaking as well as the temp not sensing. I do not have the item numbers on these. All of the above events were with non-latex temp sensing foleys. Per notification from investigator on 18mar2026, it was reported that pinhole was observed at trifurcation during sample evaluation on 25feb2026.

Manufacturer narrative:
The reported event is unconfirmed. Visual: received one (1) used all-silicone foley catheter attached to urine meter bag without original packaging. Verified material number 119216 and manufacturing lot number ngkw1708. Visual inspection noted no obvious observations. Prior to testing, catheter was detached from bag. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100 ml distilled water) and the solution slowly leaked out of a 0.013" pinhole found at the trifurcation (B)(4). No cuffing present. As the reported event is unconfirmed, a risk and labeling review is not required. A review of the device history record was not necessary due to the reported event being unconfirmed. Corrections made to tab(s) d and h. Initial reporter zipcode: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon did not deflate and needed to be removed by urology. Per follow information received on 05feb2026, they were unable to provide the serial number as the foley device was not sequestered. The foley catheter needed to be removed by urology. Urology came to the unit to remove the foley with difficulty. Balloon was reinflated and deflated twice before it was arcced up to the provider team who then consulted urology as attempting to pull the foley out was causing the patient discomfort/pain. Hen urology pulled out the foley, the nurse witnessed the foley tip and the tip had pulled inward, causing a donut shaped ring to form where the balloon was. There was no liquid in this ring. This ring was what made the foley removal difficult. There were additional two more instances of foley concerns back in mid-december where the reported nurses went to insert the foley, tested the balloon and balloon did not deflate. They obtained a second kit, and the second kit did the same. They tried a third kit and the third kit worked so the third kit was used. I also do not have those foleys or item numbers sequestered. Another unit had experienced a foley leaking as well as the temp not sensing. I do not have the item numbers on these. All of the above events were with non-latex temp sensing foleys.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.